Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis- lumbar kyphosis procedure- posterior lumbar interbody fusion(plif) level implanted- l3-s2 ai it was reported that intra-op, the wing of the product was broken on one side. A piece of metal fell into the operative field at the time of final fixation. The metal piece was retrieved from the operation field. When checking the metal piece, it turned out that a part of the reported set screw break off driver broke. No fragments of the instruments remained in the patient's body. No patient complications were reported.

Manufacturer narrative:
Product analysis results: visual review confirms one of the distal tabs has broken off on the shaft. Optical examination of the fracture reveals a fairly brittle fracture surface with no indication of fatigue. This type of damage is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.